Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, additional information was received from the manufacturer representative (rep). The cause of the inability to aspir ate from the cap and catheter was requested. The rep stated the cause was not determined. The rep reported the initial reason for the catheter dye study was due to the patient reporting an increase in pain. The resolution of the event was requested. The rep stated they physician had discussed medication changes at the time of the dye study due to pain pattern. No further information was provided.

Event description:
Additional information was received from the patient. While on the call the patient mentioned already reported issue and stated that "the tip of the catheter was bent and leaking morphine about a year ago".

Manufacturer narrative:
B5 and h6 correction: the codes and event description have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019 and product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019 and product type: catheter. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-apr-2021 and UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 03-apr-2020 and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine (18 mg/ml at 0.864 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient underwent a catheter dye study on (B)(6) 2023. The physician accessed the catheter access port and attempted to dry off. However, was unable to draw off the catheter access port and catheter. The patient was positioned in an attempt to better draw off the cap, but the physician was unable to draw off either the catheter access port nor the catheter. The study was aborted and the physician reported that he would follow up with the patient in the clinic. The issue was not resolved at time of report. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - no injury.